Event description:
It was reported that on: (B)(6) 2008: the patient presented with lumbar herniated nucleus pulposus and lumbar diskogenic pain at l4, 5. The patient underwent the following procedures: lumbar laminectomy and discectomy at l4, 5 bilaterally. Placement of interbody fusion cages at l4, 5. Placement of pedicle screws and rods at l4,5. As per op notes, ¿ 12 x 26 mm cage was used on each side. The cages were filled with some bone graft from the spinous process and rhbmp-2/acs. This was then impacted into place by retracting the dura initially on the right side. Then the other 12 x 26 mm cage which had been filled with some autograft bone and rhbmp-2/acs was inserted and then packed into place.¿ the patient had blood loss of 400ml, counts were correct.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5 with a peek cage. To achieve fusion, surgeon performed a procedure using the rhbmp-2/acs. Post-surgery, patient suffered from significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continued to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.